Event description:
The pt reportedly had an infection (etiology not given) at the implant site. No further details were made available to the co. The pt's c1 device was explanted without prior notification to the co.